Event description:
While attempting to defibrillate a patient with multi-function electrodes, the device was charged to 200 joules and failed to discharge. The device was charged a second time to 300 joules and failed to discharge. A third attempt to defibrillate the patient at 360 joules was made, however the device failed to discharge. The patient was successfully converted when clinician performed precardial thump. There was no indication of an adverse effect to the patient due to the reported malfunction.